Event description:
This lead was implanted on (B)(6) 2006 and remains implanted up to this date. A call to technical services placed on(B)(6) 2013 states that impedances has dropped from 46 to 36 ohms on this lead. Caller also mentions there is noise on the lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).